Event description:
It was reported that the device displayed error codes during a breast biopsy procedure. The system was rebooted to complete the procedure with no pt consequence reported. The device was returned for service and repair.